Event description:
The patient's device has been turning off by itself. It occurred every couple hours and then turned to every hour on the dot. He would then increase one notch and it would be too high, so he would have to decrease, then the stimulation would be fine. When the magnet was disabled, it was unpredictable when the device would turn off. The patient programmer showed that the device was off at those times. The lead impedance measurements were greater than 4,000 ohms on some of the bipolar pairs when using the case. When increased, "???" Were received on c-1, 0-3 and 1-2. There were different readings when the patient stands vs. Sitting. The standing impedances all looked within range. When programmed at 2+ and 3- all were within range. The patient lost 40 lbs in the past year but then gained 25 lbs back. His device was programmed to cycling 1 hour on and 1 hour off, which was the issue. The cycling was changed back and the patient was feeling the normal stimulation he previously felt before these issues started. The extension has been frayed the whole time. Movement and palpating did not cause stimulation changes. He was at the clinic. Additional information has been requested.

Manufacturer narrative:
(B) (4).